Manufacturer narrative:
(B)(6). Bd received photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set had foreign matter in a sterile packaging and no serious injury medical intervention.